Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect0098 showed ten other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the PICC catheters continue to present rupture. On (B)(6) 2020 - additional information: there was no damage to the patient, but the customer relates infiltration and catheter break, clogged and with holes. This situation makes the procedure with PICC catheter be recurrent causing pain and increasing the infection risk. There was some case that was necessary to make a central access and in other case there was a report of antibiotic administration due a reaction from the newborn presented after the sorotherapy leakage. There was no exposure of blood or chemotherapic to the skin or mucous. The drug used was sorotherapy (with kcl, nacl, herapin) parenteral nutrition and antibiotic.